Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving fentanyl (1500mcg/ml at 100mcg/day), bupivacaine, and clonidine (bupivacaine and clonidine doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was undergoing a surgical procedure on (B)(6) 2017, and the catheter was potentially damaged. The hcp requested catheter access port (cap) kits to test the catheter, and the catheter could not be aspirated. It was deemed necessary to replace the small portion of the catheter in the spine that could have been damaged. Upon cutting the catheter, there did not appear to be any cerebrospinal fluid (csf) flow from the spinal segment. Attempts were made to aspirate the spinal segment with a tuberculin (tb) syringe, but it was not able to be aspirated. The spinal segment was replaced and csf flow was confirmed with the new segment. The new spinal segment was attached to the remaining portion of the catheter, the catheter was primed, and the patient's dose was dropped to 100mcg/day. The removed portion of the catheter was reportedly discarded. No patient symptoms were reported, and the issue was considered resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated. Additional information was received from a healthcare provider via a manufacturer representative on 2017-sep-05. It was reported that the surgical procedure on (B)(6) 2017 was not related to the pump or therapy. It was unknown if the catheter was damaged or was not intrathecal, and it was noted that there was no way to know definitively.